Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain. The home patient (hp) said that the therapy went well but had a large drain volume. The technical service representative (tsr) reviewed the programming. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 9500ml, the fill volume was set to 2100ml, the last fill volume was set to 1100ml, the number of cycles was set to 4, the initial drain alarm was set to 400ml, the last manual drain was set to yes, and the target uf was set to 0ml. The tsr reviewed the therapy log. The initial drain volume equaled 458ml, the last fill volume equaled 1099ml, the total fill volume equaled 8414ml, the total drain volume equaled 9992ml, the total uf equaled 1577ml, the cycle 4 uf equaled 2276ml, the cycle 3 uf equaled -245ml, the cycle 2 uf equaled -263ml, the cycle 1 uf equaled -191ml, and there were no bypasses. The tsr explained the therapy. The tsr explained the initial drain alarm. Per the hp, the registered nurse (rn) decreased the value due to alarms. The tsr advised the hp to let the rn know about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported alarms. The nurse stated that she was not aware of this event but stated that the patient may have reported them to another nurse. Ps informed the nurse that it appeared that the high drain alarm was caused from the initial drain alarm being set too low. The nurse understood. The nurse stated that the patient has been able to continue therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.